Event description:
During follow-up, myopotential oversensing was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. Provocative testing was performed and oversensing was not reproduced after reprogramming the device. The patient was in stable condition.